Manufacturer narrative:
The problem was due to a component failure (defective external flow meter and flow board). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem:" the laser during use showed error message and shut down. The chillers were checked in service and active mode; in both cases, the laser showed error message and the chillers switched off automatically. After removing the board behind chiller 2, there was no more error message". No adverse effects to patient were reported.